Event description:
Caller reported a malfunction on the pump with malfunction code 12, but no notable events occurred prior. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump, assisted in the reset process, and instructed the customer to call back if the issue recurs. Customer acknowledged and understood the instructions and continued to use the pump.